Manufacturer narrative:
Investigation summary: although no abnormality was found in the septa of the actual t connector and the y site's injection site, bd confirmed that the injection site septum connected to the chemical inflow side lure was collapsed. Since our injection site is conducting a leakage inspection of 55 kpa during the manufacturing process, it is possible that the cannula was punctured to a position off the center of the septum during use, or it could not be pulled out vertically however, it did not reach the cause identification. As a lot number is unknown, a device history review cannot be completed.

Event description:
It was reported that a interlink ext t-connector 1y site had a deformed rubber part.

Manufacturer narrative:
The manufacturing location for this product is baxter. This site is an OEM manufacturing site. (B)(4). Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a interlink ext t-connector 1y site had a deformed rubber part.